Event description:
It was reported this rv lead displayed a high out of range pacing impedance measurement. Technical services reviewed episodes, and no noise was observed. The representative could not reproduce the high impedance, and did not see any noise. Technical services discussed the clinical observations could be related to a spring contact issue. The plan was to reprogram the rv lead to unipolar pace, bipolar sense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).